Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2000 ohms. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.